Event description:
It was reported that the compressor did not start. There was no patient harm. Manufacturer's ref.#: (B)(4).

Manufacturer narrative:
¿The catalog# and manufacture date have not been reported in the initial MDR and is now corrected accordingly.¿ a user reported that the compressor cannot be turned on. The compressor transformer was concluded onsite to be faulty by a field service engineer. The replaced transformer was sent in for further investigation. The electrical measurement verified that there was and open circuit over the transformer which deviates from specification. The reported issue has been investigated by the manufacturer, the root cause was traced to the manufacturing process. It was concluded that the transformer thermal fuses were disconnected due to the damage of the epoxy sealant near the lead exit point. The transformer is fitted with two 115 °c non-re-settable thermal over-temp fuses, one in each winding. Corrective actions to correct the verified issue was implemented during week 51, 2019.

Event description:
Manufacturer's ref#: (B)(4).